Manufacturer narrative:
Clarification to b3 date of event: partial date may 2025.

Event description:
Healthcare professional reported "has a confirmed leak". Later healthcare professional reported "actually the patient has a rupture in the right side". Device remains implanted.

Event description:
Healthcare professional reported "has a confirmed leak". Later healthcare professional reported "actually the patient has a rupture in the right side". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.